Event description:
Tissue plasminogen activator (tpa) infusion started at 1140. Tpa noticed to be empty and side chamber of alaris pump chamber saturated in wet liquid with excess dripping on floor when side chamber opened.